Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Blood glucose reading was 550 mg/dl. The customer was admitted to hospital on (B)(6) 2022. No further customer complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.